Event description:
Caller reported damage to pump at usb port which affected ability to charge and led to pump shutdown, causing blood glucose levels to exceed 500 mg/dl, displaying as "high". Customer managed high blood glucose by administering a correction bolus through pump without third-party assistance. The customer reverted to manual injections for insulin therapy